Manufacturer narrative:
Bayer case number: (B)(4), back pain [back pain], tiredness [tiredness], recurrent maxillary sinusitis [maxillary sinusitis], chronic neck pain [neck pain], menstruations became irregular [menstruation irregular], gastric disorders [gastric disorder], constipation [constipation], colopathy [colopathy], nausea [nausea], burn feeling in legs were mentioned. [Burning leg], epigastric sensitivity. [Epigastric pain], muscle pain [muscle pain], chronic lumbocruralgia [lumbar pain], shortness of breath [shortness of breath], retrosternal heartburn but no bacterial or fungal infection [heartburn], early uncarthrosis c3-c4 [uncarthrosis], pain in right elbow [pain in elbow], headache [headache], pain in eyelids [eyelid pain], asthenia [asthenia], myoma [myoma], tinnitus [tinnitus], insomnia [insomnia], allodynia [allodynia], skin rash [skin rash], memory disorder [memory disturbance], attention disorders [attention deficit disorder], eye disorder [eye disorder], ent problems [ear, nose and throat disorder], intoxication with cobalt and nickel [heavy metal poisoning], photophobia [photophobia], loss of acuity [visual acuity lost], hearing problems (loss of 30%) [partial hearing loss], irritable bowel syndrome [irritable bowel syndrome], mouth candidiasis [candidiasis of mouth], lower limbs paresthesia [paresthesia lower limb], hair loss [hair loss], anxiodepressive syndrome [anxiodepressive syndrome]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical conization in 2010, ethmoidectomy in 2008 and parity 2 (1997 and 1999.), migraine, staphylococcal infection, ear, nose and throat infection, pollen allergy, allergic to cats, pollakiuria, tobacco user (4 to 5 packs-years, weaned since 1997), chronic sinusitis (chronic sinusitis treated with anti-histaminic drugs) and appendicectomy (appendicectomy at the age of 8 years-old). Previously administered products included: antibiotic, iud nos and oral contraceptive nos. The patient had a family history of colon cancer (uncle, aunt), depression (sister), diverticulosis (mother) and type ii diabetes mellitus (father). Concurrent conditions were listed as hypopnea syndrome since february 2025, sleep apnea, diffuse pain, cyst of ovary and burning micturition. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced sinusitis ("recurrent maxillary sinusitis"). In 2015 she experienced back pain (seriousness criterion intervention required) and neck pain ("chronic neck pain"). In 2016 she experienced gastric disorder (" gastric disorders"), constipation ("constipation") and colopathy ("colopathy"). In 2017 she experienced nausea ("nausea") and abdominal pain upper ("epigastric sensitivity."). In 2018 she experienced myalgia ("muscle pain"). In 2019 she experienced lumbar pain ("chronic lumbocruralgia"). In 2020 she experienced dyspnoea ("shortness of breath"). On unknown date she experienced fatigue ("tiredness"), menstruation irregular ("menstruations became irregular"), burning sensation ("burn feeling in legs were mentioned."), dyspepsia ("retrosternal heartburn but no bacterial or fungal infection"), spinal osteoarthritis ("early uncarthrosis c3-c4"), arthralgia ("pain in right elbow"), headache ("headache"), eyelid pain ("pain in eyelids"), asthenia ("asthenia"), tinnitus ("tinnitus"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("skin rash"), memory impairment ("memory disorder"), attention deficit hyperactivity disorder ("attention disorders"), eye disorder ("eye disorder"), ear, nose and throat disorder ("ent problems"), metal poisoning ("intoxication with cobalt and nickel"), photophobia ("photophobia"), visual acuity reduced ("loss of acuity"), hypoacusis ("hearing problems (loss of 30%)"), irritable bowel syndrome (" irritable bowel syndrome"), oral candidiasis ("mouth candidiasis"), paraesthesia ("lower limbs paresthesia"), alopecia ("hair loss") and mixed anxiety and depressive disorder ("anxiodepressive syndrome") and was found to have leiomyoma ("myoma"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the headache, tinnitus, insomnia and allodynia were resolving and the rash, memory impairment, attention deficit hyperactivity disorder, eye disorder and ear, nose and throat disorder had not resolved. The outcomes for back pain, fatigue, sinusitis, neck pain, menstruation irregular, gastric disorder, constipation, colopathy, nausea, burning sensation, abdominal pain upper, myalgia, lumbar pain, dyspnoea, dyspepsia, spinal osteoarthritis, arthralgia, eyelid pain, asthenia, leiomyoma, metal poisoning, photophobia, visual acuity reduced, hypoacusis, irritable bowel syndrome, oral candidiasis, paraesthesia, alopecia and mixed anxiety and depressive disorder were unknown. The reporter considered abdominal pain upper, allodynia, alopecia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, lumbar pain, burning sensation, constipation, dyspepsia, dyspnoea, ear, nose and throat disorder, eye disorder, eyelid pain, fatigue, gastric disorder, colopathy, headache, hypoacusis, insomnia, irritable bowel syndrome, leiomyoma, memory impairment, menstruation irregular, metal poisoning, mixed anxiety and depressive disorder, myalgia, nausea, neck pain, oral candidiasis, paraesthesia, photophobia, rash, sinusitis, spinal osteoarthritis, tinnitus and visual acuity reduced to be related to essure administration. The reporter commented: 3 visible coils on the right side, 3 visible coils on the left side on (B)(6) 2022, the rheumatologist concluded chronic pain in favor of fibromyalgia. Physiotherapy sessions and laroxyl were prescribed. On (B)(6) 2023, the pneumologist mentioned that nodules could be sequelae of staph infection or chronic inflammatory disease. In (B)(6) 2023 the patient received infiltrations due pain in shoulders. At the time of the report, the patient¿s health was managed in a center dedicated to pain. Restless legs syndrome and anxiety were mentioned by a physician. She received neurostimulation and cryotherapy sessions. She was in sick leave since a burn out in 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 465.384 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) back pain [back pain], tiredness [tiredness] , recurrent maxillary sinusitis [maxillary sinusitis] , chronic neck pain [neck pain], menstruations became irregular [menstruation irregular] , gastric disorders [gastric disorder], constipation [constipation] , colopathy [colopathy] , nausea [nausea] , burn feeling in legs were mentioned. [Burning leg] , epigastric sensitivity. [Epigastric pain] , muscle pain [muscle pain] , chronic lumbocruralgia [lumbar pain] , shortness of breath [shortness of breath] , retrosternal heartburn but no bacterial or fungal infection [heartburn] , early uncarthrosis c3-c4 [uncarthrosis] , pain in right elbow [pain in elbow] , headache [headache] , pain in eyelids [eyelid pain] , asthenia [asthenia] , myoma [myoma] , tinnitus [tinnitus] , insomnia [insomnia] , allodynia [allodynia] , skin rash [skin rash] , memory disorder [memory disturbance] , attention disorders [attention deficit disorder] , eye disorder [eye disorder] , ent problems [ear, nose and throat disorder] , intoxication with cobalt and nickel [heavy metal poisoning] , photophobia [photophobia] , loss of acuity [visual acuity lost] , hearing problems (loss of 30%) [partial hearing loss] , irritable bowel syndrome [irritable bowel syndrome], mouth candidiasis [candidiasis of mouth] , lower limbs paresthesia [paresthesia lower limb], hair loss [hair loss] , anxiodepressive syndrome [anxiodepressive syndrome] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical conization in 2010, ethmoidectomy in 2008 and parity 2 (1997 and 1999.), migraine, staphylococcal infection, ear, nose and throat infection, pollen allergy, allergic to cats, pollakiuria, tobacco user (4 to 5 packs-years, weaned since 1997), chronic sinusitis (chronic sinusitis treated with anti-histaminic drugs) and appendicectomy (appendicectomy at the age of 8 years-old). Previously administered products included: antibiotic, iud nos and oral contraceptive nos. The patient had a family history of colon cancer (uncle, aunt), depression (sister), diverticulosis (mother) and type ii diabetes mellitus (father). Concurrent conditions were listed as hypopnea syndrome since (B)(6) 2025, sleep apnea, diffuse pain, cyst of ovary and burning micturition. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced sinusitis ("recurrent maxillary sinusitis"). In 2015 she experienced back pain (seriousness criterion intervention required) and neck pain ("chronic neck pain"). In 2016 she experienced gastric disorder ("gastric disorders"), constipation ("constipation") and colopathy ("colopathy"). In 2017 she experienced nausea ("nausea") and abdominal pain upper ("epigastric sensitivity."). In 2018 she experienced myalgia ("muscle pain"). In 2019 she experienced lumbar pain ("chronic lumbocruralgia"). In 2020 she experienced dyspnoea ("shortness of breath"). Essure was removed on (B)(6) 2022. On unknown date she experienced fatigue ("tiredness"), menstruation irregular ("menstruations became irregular"), burning sensation ("burn feeling in legs were mentioned."), dyspepsia ("retrosternal heartburn but no bacterial or fungal infection"), spinal osteoarthritis ("early uncarthrosis c3-c4"), arthralgia ("pain in right elbow"), headache ("headache"), eyelid pain ("pain in eyelids"), asthenia ("asthenia"), tinnitus ("tinnitus"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("skin rash"), memory impairment ("memory disorder"), attention deficit hyperactivity disorder ("attention disorders"), eye disorder ("eye disorder"), ear, nose and throat disorder ("ent problems"), metal poisoning ("intoxication with cobalt and nickel"), photophobia ("photophobia"), visual acuity reduced ("loss of acuity"), hypoacusis ("hearing problems (loss of 30%)"), irritable bowel syndrome (" irritable bowel syndrome"), oral candidiasis ("mouth candidiasis"), paraesthesia ("lower limbs paresthesia"), alopecia ("hair loss") and mixed anxiety and depressive disorder ("anxiodepressive syndrome") and was found to have leiomyoma ("myoma"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the headache, tinnitus, insomnia and allodynia were resolving and the rash, memory impairment, attention deficit hyperactivity disorder, eye disorder and ear, nose and throat disorder had not resolved. The outcomes for back pain, fatigue, sinusitis, neck pain, menstruation irregular, gastric disorder, constipation, colopathy, nausea, burning sensation, abdominal pain upper, myalgia, lumbar pain, dyspnoea, dyspepsia, spinal osteoarthritis, arthralgia, eyelid pain, asthenia, leiomyoma, metal poisoning, photophobia, visual acuity reduced, hypoacusis, irritable bowel syndrome, oral candidiasis, paraesthesia, alopecia and mixed anxiety and depressive disorder were unknown. The reporter considered abdominal pain upper, allodynia, alopecia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, lumbar pain, burning sensation, constipation, dyspepsia, dyspnoea, ear, nose and throat disorder, eye disorder, eyelid pain, fatigue, gastric disorder, colopathy, headache, hypoacusis, insomnia, irritable bowel syndrome, leiomyoma, memory impairment, menstruation irregular, metal poisoning, mixed anxiety and depressive disorder, myalgia, nausea, neck pain, oral candidiasis, paraesthesia, photophobia, rash, sinusitis, spinal osteoarthritis, tinnitus and visual acuity reduced to be related to essure administration. The reporter commented: 3 visible coils on the right side, 3 visible coils on the left side. On (B)(6) 2022, the rheumatologist concluded chronic pain in favor of fibromyalgia. Physiotherapy sessions and laroxyl were prescribed. On (B)(6) 2023, the pneumologist mentioned that nodules could be sequelae of staph infection or chronic inflammatory disease. In (B)(6) 2023 the patient received infiltrations due pain in shoulders. At the time of the report, the patient¿s health was managed in a center dedicated to pain. Restless legs syndrome and anxiety were mentioned by a physician. She received neurostimulation and cryotherapy sessions. She was in sick leave since a burn out in 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 465.384 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2025: upon new follow up received it was notified that argus cases (B)(4) are found to be duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, medical history, events (reporters & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Back pain [back pain] tiredness [tiredness] recurrent maxillary sinusitis [maxillary sinusitis] chronic neck pain [neck pain] menstruations became irregular [menstruation irregular] gastric disorders [gastric disorder] constipation [constipation] colopathy [colopathy] nausea [nausea] burn feeling in legs were mentioned. [Burning leg] epigastric sensitivity. [Epigastric pain] muscle pain [muscle pain] chronic lumbocruralgia [lumbar pain] shortness of breath [shortness of breath] retrosternal heartburn but no bacterial or fungal infection [heartburn] early uncarthrosis c3-c4 [uncarthrosis] pain in right elbow [pain in elbow] headache [headache] pain in eyelids [eyelid pain] asthenia [asthenia] myoma [myoma] tinnitus [tinnitus] insomnia [insomnia] allodynia [allodynia] skin rash [skin rash] memory disorder [memory disturbance] attention disorders [attention deficit disorder] eye disorder [eye disorder] ent problems [ear, nose and throat disorder] intoxication with cobalt and nickel [heavy metal poisoning] photophobia [photophobia] loss of acuity [visual acuity lost] hearing problems (loss of 30%) [partial hearing loss] irritable bowel syndrome [irritable bowel syndrome] mouth candidiasis [candidiasis of mouth] lower limbs paresthesia [paresthesia lower limb] hair loss [hair loss] anxiodepressive syndrome [anxiodepressive syndrome]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical conization in 2010, ethmoidectomy in 2008 and parity 2 (1997 and 1999.), migraine, staphylococcal infection, ear, nose and throat infection, pollen allergy, allergic to cats, pollakiuria, tobacco user (4 to 5 packs-years, weaned since 1997), chronic sinusitis (chronic sinusitis treated with anti-histaminic drugs) and appendicectomy (appendicectomy at the age of 8 years-old). Previously administered products included: antibiotic, iud nos and oral contraceptive nos. The patient had a family history of colon cancer (uncle, aunt), depression (sister), diverticulosis (mother) and type ii diabetes mellitus (father). Concurrent conditions were listed as hypopnea syndrome since (B)(6) 2025, sleep apnea, diffuse pain, cyst of ovary and burning micturition. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced sinusitis ("recurrent maxillary sinusitis"). In 2015 she experienced back pain (seriousness criterion intervention required) and neck pain ("chronic neck pain"). In 2016 she experienced gastric disorder (" gastric disorders"), constipation ("constipation") and colopathy ("colopathy"). In 2017 she experienced nausea ("nausea") and abdominal pain upper ("epigastric sensitivity."). In 2018 she experienced myalgia ("muscle pain"). In 2019 she experienced lumbar pain ("chronic lumbocruralgia"). In 2020 she experienced dyspnoea ("shortness of breath"). On unknown date she experienced fatigue ("tiredness"), menstruation irregular ("menstruations became irregular"), burning sensation ("burn feeling in legs were mentioned."), dyspepsia ("retrosternal heartburn but no bacterial or fungal infection"), spinal osteoarthritis ("early uncarthrosis c3-c4"), arthralgia ("pain in right elbow"), headache ("headache"), eyelid pain ("pain in eyelids"), asthenia ("asthenia"), tinnitus ("tinnitus"), insomnia ("insomnia"), allodynia ("allodynia"), rash ("skin rash"), memory impairment ("memory disorder"), attention deficit hyperactivity disorder ("attention disorders"), eye disorder ("eye disorder"), ear, nose and throat disorder ("ent problems"), metal poisoning ("intoxication with cobalt and nickel"), photophobia ("photophobia"), visual acuity reduced ("loss of acuity"), hypoacusis ("hearing problems (loss of 30%"), irritable bowel syndrome (" irritable bowel syndrome"), oral candidiasis ("mouth candidiasis"), paraesthesia ("lower limbs paresthesia"), alopecia ("hair loss") and mixed anxiety and depressive disorder ("anxiodepressive syndrome") and was found to have leiomyoma ("myoma"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the headache, tinnitus, insomnia and allodynia were resolving and the rash, memory impairment, attention deficit hyperactivity disorder, eye disorder and ear, nose and throat disorder had not resolved. The outcomes for back pain, fatigue, sinusitis, neck pain, menstruation irregular, gastric disorder, constipation, colopathy, nausea, burning sensation, abdominal pain upper, myalgia, lumbar pain, dyspnoea, dyspepsia, spinal osteoarthritis, arthralgia, eyelid pain, asthenia, leiomyoma, metal poisoning, photophobia, visual acuity reduced, hypoacusis, irritable bowel syndrome, oral candidiasis, paraesthesia, alopecia and mixed anxiety and depressive disorder were unknown. The reporter considered abdominal pain upper, allodynia, alopecia, arthralgia, asthenia, attention deficit hyperactivity disorder, back pain, lumbar pain, burning sensation, constipation, dyspepsia, dyspnoea, ear, nose and throat disorder, eye disorder, eyelid pain, fatigue, gastric disorder, colopathy, headache, hypoacusis, insomnia, irritable bowel syndrome, leiomyoma, memory impairment, menstruation irregular, metal poisoning, mixed anxiety and depressive disorder, myalgia, nausea, neck pain, oral candidiasis, paraesthesia, photophobia, rash, sinusitis, spinal osteoarthritis, tinnitus and visual acuity reduced to be related to essure administration. The reporter commented: 3 visible coils on the right side, 3 visible coils on the left side. On (B)(6) 2022, the rheumatologist concluded chronic pain in favor of fibromyalgia. Physiotherapy sessions and laroxyl were prescribed. On (B)(6) 2023, the pneumologist mentioned that nodules could be sequelae of staph infection or chronic inflammatory disease. In (B)(6) 2023 the patient received infiltrations due pain in shoulders. At the time of the report, the patient¿s health was managed in a center dedicated to pain. Restless legs syndrome and anxiety were mentioned by a physician. She received neurostimulation and cryotherapy sessions. She was in sick leave since a burn out in 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 465.384 kg/sqm. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.